Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported loss of gas, safety valve open, low peep and low ve alarms; fi02 and leak test fails during (est) extended self- test on the avea ventilator. The customer reported there was no patient involvement associated with this event.